Event description:
The customer reported to baxter (B)(4). On (B)(6), 2010 an incident where the connection was not connected where the solution goes in the tubing. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample is reported to be available for evaluation. A follow up report will be filed if the sample is returned and evaluated or if additional information becomes available. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to product distributed within the u.s. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned the actual sample for evaluation. A visual inspection was performed and it was observed that part of the tube was cut near the spike. According to the sample evaluation, the root cause of this complaint is related to operational failure on packing process. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.